Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a broken charged couple device, a noise image occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope's image flickered. The issue was found during the middle of a laparoscopic therapeutic procedure that was completed with a similar device. There were no reports of patient harm.